Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on 05-dec-2020, that the patient's infusion set's tubing got detached near the site location while sleeping. This issue never happened before. The site location was patient's abdomen and the pump was on the same side. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation on the returned used device (1 used set), it was found that the tubing detached from the tubing connector (missing glue). No further information available.